Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh)(device #2). An additional emdr was submitted to represent the bard mesh (bard flat mesh)(device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard mesh (x2) (bard flat mesh) on (B)(6) 2013 and (B)(6) 2019. As reported, the patient is making a claim against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard mesh (x2) (bard flat mesh) on (B)(6) 2013 and (B)(6) 2019. As reported, the patient is making a claim against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with multiple incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿there was a larger defect on the midline. A sheet of bard flat mesh (device #1) was fashioned and secured circumferentially using sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿adhesions of small bowel to the anterior abdominal wall. The mesh (device #1) was excised. A bard flat mesh (device #2) was placed in the retrorectus space and sutured.¿ (B)(6) 2020 ¿ patient had abdominal pain and diagnosed with recurrent hernia, fibrosis, seroma thereby underwent laparoscopic repair with the explant of mesh (device #2). Per operative notes, ¿the adhesions in left upper quadrant were taken down. The old mesh (device #2) was excised and very dense fibrotic around the mesh. ¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2019) is considered to be a best estimate. This emdr represents the bard mesh (bard flat mesh)(device #2). An additional emdr was submitted to represent the bard mesh (bard flat mesh)(device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.